Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced two ¿calibration not used¿ alerts on the cgm integrated with the ilet, with discordant readings between the ilet display (256 mg/dl) and a fingerstick (217 mg/dl), followed shortly by a ¿replace sensor now¿ alert that prompted sensor replacement; afterward, the user confirmed the new sensor was working and reported a glucose of 243 mg/dl after eating, trending down. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Troubleshooting and education were completed, including guidance to replace the cgm sensor and verification that the replacement sensor was functioning. Investigation of this case revealed no device malfunction of the ilet and suggested the event was associated with cgm sensor performance, including prevention of a transmitter restart and a ¿calibration not used¿ condition. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.